Event description:
(B)(6), medical assistant from md office reported nebulizer machine system in 2024 is not working patient needs a replacement. Unknown if patient has device on hand for return. No adverse events or missed doses reported. No additional information reported. Instructions: use as directed with ohtuvayre. Diagnosis for use: chronic obstructive pulmonary disease.